Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and pain symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Esophagogastroduodenoscopy (egd) with balloon dilation performed prior to device explant to manage ongoing dysphagia symptoms. Second egd with balloon dilation performed under fluoroscopy. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. Noted that "the capsule around the device included an inflammatory process that caused an 'accodion' like effect to include the proximal stomach and angle of his." Device was found in the correct position/geometry at the time of removal. Patient "doing well" as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and pain symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2016. -esophagogastroduodenoscopy (egd) with balloon dilation performed prior to device explant to manage ongoing dysphagia symptoms. -second egd with balloon dilation performed under fluoroscopy. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. -noted that "the capsule around the device included an inflammatory process that caused an 'accordion' like effect to include the proximal stomach and angle of his." -device was found in the correct position/geometry at the time of removal.

Manufacturer narrative:
Updated describe event or problem to include patient status. Updated relevant tests/lab data to include device analysis. Updated evaluation codes to include device analysis method codes. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and pain symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Esophagogastroduodenoscopy (egd) with balloon dilation performed prior to device explant to manage ongoing dysphagia symptoms. Second egd with balloon dilation performed under fluoroscopy. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. Noted that "the capsule around the device included an inflammatory process that caused an 'accodion' like effect to include the proximal stomach and angle of his." Device was found in the correct position/geometry at the time of removal. Patient "doing well" as of (B)(6) 2018.